Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life and lasted less than one week, pump button sticky and unresponsive, motor was louder than before. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past to confirm complaint codes. The adapt tool reveals no relevant alarms on event date. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case and cracked keypad overlay at select button. In conclusion, customer concerns were not confirmed when no relevant alarms were noted in adapt history file and during testing of unit. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit is functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.